Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im high-sensitivity troponin I (tnih) results that were discordant compared to a low result on an alternate method. Quality control (qc) was in range at time of testing. Sample was centrifuged for 10 minutes @ 3000g and stored at 15-25c. The customer sent the sample was sent to their main laboratory for investigation. The limitations section of the instructions for use states: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human antimouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." The interpretation of results section of the IFU states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." MDR 1219913-2022-00329 was filed for the same issue. Siemens is investigating.

Event description:
The customer observed elevated atellica im high-sensitivity troponin I (tnih) results for a male serum patient sample compared to a lower result obtained an alternate method. The initial elevated atellica im tnih result was reported to the physician and the result was questioned. The same sample was repeated on the next day on the same analyzer in duplicate and resulted similarly to the initial result. The sample was also tested using an alternate method and resulted lower. A final report was issued to the physician including all the atellica im and the alternate method results with a note that there may be an interferent. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00304 initial report on 2022-09-30. Additional information - 2022-12-05 siemens concluded investigation for an outside the united states (ous) customer observation of elevated atellica im high-sensitivity troponin I (tnih) results for a male serum patient sample compared to a lower result obtained an alternate method. Siemens reviewed available information to evaluate for a potential product problem. Quality control (qc) was in range at the time the sample was tested and other samples were not affected, which is indicative of a sample/patient specific incident. The atellica im tnih initial and retest results obtained by the customer (40.7 ng/l, 37.4 ng/l and 35.3 ng/l) are below the atellica im tnih instructions for use (IFU) 99th% reference range for male serum samples (53.53 ng/l). The atellica im tnih overall 99th% is 45 ng/l. The alternate method result (0.01 g/l) was below the method's reference range (<0.04 g/l). The customer's observed results are not discordant (elevated) relative to these reference ranges. The customer had applied their pediatric reference interval to the sample erroneously. Based on the investigation, a potential product performance issue has not been identified. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results. MDR 1219913-2022-00329 supplemental 1 was filed for the same issue.